Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the battery voltage was under the recommended replacement time value; however, no alert triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.